Event description:
Pt had 3rd percutaneous coronary intervention in 6 week span via r femoral artery. Last procedure was closed by perclose "closure" device, 6fr. Discharged w/o incident 2 days later. Readmitted 6 days later with painful, enlarged right femoral site w/drainage. Diagnosis pseudo aneurysm. Infected femoral procedure site showed mrsa infection, bacteremia and urine presence also. Surgical excision of infected right femoral artery, replaced by graft. Pt deteriorated and died.